Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the drill bit locked within the navlock tracker and could not be removed. Switching navlocks did not resolve the reported issue. The site elected to complete the procedure with a non-navigated drill. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that they trained the site on proper drilling techniques when using the instrument.